Event description:
Customer reported via phone, the up arrow on the insulin pump wasn't responding. Customer's blood glucose was 242 mg/dl. Customer was attempting to enter her blood glucose and carbohydrates, it sounded like its working but it's not. Customer has to press it hard. The device was dropped before since the holster doesn't hold it correctly all of the time. It also fell of the bed but it hasn't been thrown. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an unresponsive up arrow button due to flattened button dome switch. The insulin pump had severely scratched display window, cracked case at the display window corners and cracked reservoir tube lip.